Event description:
A technician reported that when an intraocular lens (iol) was inserted into a pt's eye, the surgeon noted that the posterior capsule had a tear. The lens was removed and the pt was left aphakic. Another iol was implanted at a later date. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).